Manufacturer narrative:
(B)(4).

Event description:
It was reported "the intra-aortic balloon (iab) couldn't be inflated after insertion, and the patient's blood pressure dropped immediately. The signal was normal and the issue remained even if the intra-aortic balloon pump (iabp) was replaced." As a result, both the iab and the iabp were replaced. There was no patient death or serious injury reported.

Event description:
It was reported "the intra-aortic balloon (iab) couldn't be inflated after insertion, and the patient's blood pressure dropped immediately. The signal was normal and the issue remained even if the intra-aortic balloon pump (iabp) was replaced." As a result, both the iab and the iabp were replaced. There was no patient death or serious injury reported.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of iab leak suspected is confirmed. An external leak is confirmed from the iab bifurcate around the fos adhesive. No other leaks were noted. A root cause of the leak from the bifurcate adhesive is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. A nonconformance has been initiated to further investigate the root cause.